Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The device history record for model 30873 lot 19115348 shows the set was manufactured on 05nov2019 with a total of (B)(4) units. There was no related quality notification issued during the production build of this set.

Event description:
It was reported from the critical care unit that the syringe tubing set had cracked at the connection site. This file represents the previously unreported events for the same issue occurred. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the critical care unit that the syringe tubing set had cracked at the connection site. This file represents the previously unreported events for the same issue occurred. Although requested, additional information was not provided.